Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 9/2/2011; electrode belt: 10/16/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in a nursing home at the time of passing. Review of the patient's download data revealed that prior to passing, the patient was inappropriately treated by the lifevest at 1:00:17 am, on (B)(6) 2021. The patient's rhythm at time of the treatment was asystole with pacemaker spikes and CPR artifact. The post-shock rhythm was asystole with pacemaker spikes. CPR and motion artifact contributed to the false detection. The patient remained in asystole with pacemaker spikes until the lifevest was shut down at 1:35:58. There is no indication that the inapporpiate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment.